Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the tibial articular surface provisional broke during a demonstration. There was no patient involvement.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. The reported event was confirmed as the product was returned, visual inspection of the returned tasp exhibits signs of repeated use and has fractured on the posterior aspect of the medial condyle. All parts returned were returned for evaluation. DHR was reviewed and no discrepancies were found. Complaint history review determined that no further action(s) is/are required. Provisionals are subjected to wear and damage due to use and this is addressed in package insert instrument/provisional use, care and sterilization. The part was manufactured on january 2015 with a potential field life of 2 years, and an unknown frequency of use. A definitive root cause cannot be determined with the provided information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.